Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range shock lead impedance measurements greater than 125 ohms that was detected via the patient's remote monitoring system. The patient was subsequently evaluated in the clinic and impedance measurements obtained were normal. The out of range measurement was thought to have been due to interference from a back surgery that the patient underwent on the same day that the measurement was detected. Normal follow up check will continue. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.